Manufacturer narrative:
(B)(4). 510(k): the rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned breathing circuit was visually inspected for damage and was pressure tested for leaks. Results: a hole was found in the expiratory (evaqua) limb of the breathing circuit. The hole caused a leak during pressure testing. A lot check could not be performed as no lot number was provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. This suggests that the breathing circuit was damaged post-production, possibly during transport, storage or set-up. Based on our inspection of the complaint breathing circuit, it is likely that the device had been punctured or scratched by a blunt object. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gases to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however, the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a ventilator alarmed to alert them of a leak in an rt340 breathing circuit. The clinical engineer reported that there was a pinhole in the expiratory limb of the circuit. No patient consequence was reported.